Event description:
It was reported that during an implanting procedure the atrial connect port would not secure the lead. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found. It was also noted that the returned device indicated a loose/detached set screw. (B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).